Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a spark came from the t.w. Power supply s/n (B)(4). It was turned into biomed department and the hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The device was manufactured on 8/13/2009 which places the age of the device at approximately 7 years and 6 months. It is highly probable that the event occurred past the specified device lifetime reliability; 1.5 years or 2340 cycles. The certificate of conformance (c of c) was not available for review because the reported serial number does not appear to be included in any of the batches received in maquet wayne. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a spark came from the t.w. Power supply s/n (B)(4). It was turned into biomed department and the hospital did not report any patient effects.